Event description:
A nurse reported that system messages displayed and the laser probe was intermittently recognized. The case was completed with an alternate system following a delay of 3-5 minutes. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and replaced the laser rfid (radio frequency identification) front panel pcba (printed circuit board assembly and the male and female pneumatic locking connectors. A system upgrade was performed. The system was then tested and met product specs. A sample has been received and eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).